Event description:
Reportedly, the surgeon implanted an intraocular lens (iol), then noticed a posterior capsular rent. The iol was explanted and a successful intraoperative lens exchange was completed without complication, using a different model and diopter lens. Though requested, no additional information has been received.

Manufacturer narrative:
According to the reporting facility, the product is not available to be returned for evaluation. The device history record (DHR) was reviewed and there were no discrepancies or deviations found that related to the reported issue. The lot history, trend analysis, risk analysis, and directions for use are considered acceptable with the product performing within anticipated rates. Based on the information provided, a root cause could not be determined.

Manufacturer narrative:
Additional information: b5, g3, h10/11. Additional information received indicating the device causality was unrelated, and therefore, this event no longer meets reportability requirements.

Event description:
Additional information was received indicating the surgeon noticed the posterior capsular rent prior to implantation of the intraocular lens.